Event description:
The customer alleges the throttle broke and she could not stop scooter; she ran into a cabinet and sustained a bruised eye.

Manufacturer narrative:
Method: eval anticipated but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.